Event description:
It was reported that there was a revision due to modular tulip detaching post op of the (B)(6) 2024 original surgery.

Manufacturer narrative:
It was confirmed that no harm was done to the patient, but a revision surgery was performed due to a modular tulip detaching post-op from a surgery on (B)(6) 2025. The calculated observed risk level matches the expected risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required. The following sections were updated for this supplemental report: b4, g3, g6, h2, h3, h6, h10.

Manufacturer narrative:
The device was unavailable for evaluation. No determinations could be made as to the cause of the reported issue.

Event description:
It was reported that there was a revision due to modular tulip detaching post op of the (B)(6) 2024 original surgery.